Manufacturer narrative:
H6: previously submitted fdc d03 is not applicable the same have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found the device and both electrodes were returned in a large plastic sleeve (non-original packaging). Upon return, there were no traces of contamination observed on the device. The harness had paper tape intact when returned. A syringe was used to inject 15 cc of air into the cuff, and the cuff could not be inflated, it was slowly deflating. There was a puncture in the cuff observed with the naked eye near the proximal end of the cuff. The device failed due to defective condition upon return and the inability to inflate. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before use, the cuff was checked and found to be leaking. Intubation was not performed. A 5 ml(cc) syringe was used to inflate approximately 5 ml of air. No damages in inner or outer package. There was no patient involved.